Event description:
Customer reported via phone, she was hospitalized due to the insulin pump not functioning correctly. Customer was hospitalized for high blood glucose and declined troubleshooting. The customer was diagnosed with diabetic ketoacidosis and urinary tract infection and was treated with and IV, insulin drip, and was given antibiotics. The insulin pump had alarmed button error and blood glucose was high as 846 mg/dl, current 469 mg/dl. Customer requested assistance with reconnecting to the device. The device is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.